Event description:
Siderail wouldn't stay up.

Manufacturer narrative:
Technician took siderail apart, and found that something was spilled on the latch and was sticking. Technician cleaned the latch, and now it works properly.